Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the ipg pocket site. Subsequently, she underwent surgical intervention a year ago, where her ipg pocket site was relocated. However, the patient continues to experience pain at the ipg pocket site. The patient plans to undergo additional surgical intervention at a future date to address the reported issue.